Event description:
It was reported by repair work order that the customer alleged that the scale reading was not accurate. Upon inspection of the unit by the service technician, it was confirmed that the scale reading was inaccurate due to a malfunctioned load cell.